Event description:
The customer reported via phone call that the sensor experienced a needle break. The customer stated that he went through 5 sensors while trying to insert them. The customer reported having issues trying to get the sensors to adhere and that the needle was breaking off. He stated that the sensor tape would not stick. The customer's blood glucose was 130 mg/dl. Upon inspection, the customer was advised to wait and allow the alcohol to dry before attempting to use the adhesive. He noted that he does perspire heavily, as well. The customer was advised that 3 sensors would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.